Manufacturer narrative:
The complaint of inability to use the guidewire was confirmed and was found to be use-related. The returned product was one pink hub introducer needle with inlaid guidewire from hemostar hemodialysis catheter kit. The guidewire distal to the tip of the needle was elongated, but the distal weld tip was still attached. Microscopic examination of the needle tip revealed slight usage residue was present. After the guidewire was dislodged from the needle, a sheath of tissue residue was seen around the guidewire just proximal of the beginning of the elongated outer coils. The characteristics seen on the guidewire are indicative of the user retracting the guidewire through the needle after insertion. Tissue from the pt clung to the guidewire and was brought into the needle, firmly lodging it within.

Event description:
On (B)(6) 2014 per cir - during insertion of the guidewire, the user failed to detect the location of the wire in the vessel. The user opened another new kit to complete the procedure. On (B)(6) 2014 - the user was unable to access the vessel with the wire. On (B)(6) 2014 - sample evaluation found guidewire frayed.